Event description:
Endoleak (type 1a): the surgery was performed according to the procedure, and the final angiography revealed a type 1a endoleak from the proximal portion. A cuff stent-graft (28-c2-28-055u) was additionally implanted, and the endoleak was confirmed to have disappeared. Subsequently, the surgery was successfully completed. Operation type: evar. (Tc#bm220401498). Patient outcome - "no health damage to the patient."